Manufacturer narrative:
Review of medical records reveals this device was not implanted.

Event description:
Review of medical records reveals this device was not implanted.

Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced hernia recurrence requiring placement of new mesh for repair, dense adhesions, lysis of adhesions, omentum densely attached to mesh, excision of infected mesh. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.